Event description:
It was reported that a device was used during a laparoscopic cholecystectomy. The trocar was inserted into the patient, the trocar tip sheared. Piece of device may remain in patient.